Event description:
Procedure: right ankle arthroscopy with extensive debridement. Partial excision, right tibia. Partial excision, right talus. Removal of loose bodies, right ankle. Excision and drilling of osteochondral defect, right talus. Instrument broke off in patient's ankle during procedure; surgeon located and removed broken piece. Patient tolerated procedure well and was discharged home the same day.